Event description:
A patient was in the bed with the siderails in the up position, and when left unattended, climbed over the siderail. The staff entered the room and found the patient was falling out of the bed and still had a hand on the siderail. The staff alleged the patient fell to the floor. It was reported the patient died 6 days later as a result of the fall due to a cerebral hematoma. According to the hill-rom field investigation the risk management was not faulting the hill-rom bed and it was reported that the bed was operating as designed. The field investigation also indicated the specific bed involved in the alleged incident was not able to be identified due to the beds being switched from room to room.